Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue when the fse was unable to open the sorter drawer, which seemed to be stuck in the locked position. The fse inspected the drawer lock mechanism and found it to be dirty. The fse removed the lock mechanism, disassembled it, cleaned, lubricated, and then reinstalled it on the analyzer. The issue was resolved and the fse cycled the lock mechanism several times after to ensure proper working order. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13 month complaint and service history review for similar complaints was performed for the serial number (B)(6). There was no similar complaint identified during the search period. The aia-900 operator's manual section 12 flags and error messages states the following: [2200] sorter drawer open cause: the sorter drawing open/closed sensor s011 detected an "open" status. The sorter was stopped. Action: please contact the tosoh local representatives. Check s011 and also the sorter drawer opening/closing mechanism. [0100] sorter scan error: cause: an error occurred in a mechanical part during a sorter scan, causing measurement to be paused. Action: open the sorter drawer, check the inside, and close the drawer again. Measurement will resume. The most probable cause was due to maintenance and lack of lubrication on the opening/closing mechanism.

Event description:
A customer reported error 2200 sorter drawer open and error 0100 sorter scan error on the aia-900 analyzer. The customer stated that they powered the analyzer off and on and tried the all set home function but the errors persists. The customer also indicated that there was nothing obstructing the drawer, as it closes all the way but it does not lock and then scan. A tosoh technical support specialist (tss) instructed the customer to remove the test cups and retry, but the errors did not go away. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delay in reporting of patient results for beta human chorionic gonadotropin (bhcg) and progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.